Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: failure to advance/stent dislodgement. It was reported that the stent delivery system (sds) was unable to cross the calcified lesion in the lad and during removal the stent dislodged from the balloon into the patient's anatomy. A snare device was successfully used to retrieve the dislodged stent. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. The lesion treated in the procedure was moderately calcified, which could have contributed to the difficulties advancing. Furthermore, it is possible that as the device was retracted from the patient, the calcification or other devices contributed to the stent dislodgement. Without the device for analysis, a definite root cause for the stent dislodgement cannot be determined.